Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, there was no stent thrombosis noted and it was a 80-90% in-stent restenosis of the study stent which was also treated with placement of 3.5x20mm promus premier stent.

Event description:
(B)(4). It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to stable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid right coronary artery (rca) with 100% stenosis and was 14mm long with a reference vessel diameter of 3.00mm. The lesion was treated with pre-dilatation and placement of a 2.50x20mm promus element¿ plus stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented due to recurrent angina. Patient's coronary angiography was performed and revealed 90% isr of study stent in mid rca. The lesion was treated with cutting balloon angioplasty, rotational atherectomy and repeat stenting, resulting in 35% residual stenosis. One day post procedure, the event was considered resolved.